Event description:
Customer reports discrepant results with inratio meter compared to lab and a dr's meter (not inratio). Date: (B)(6) 2010, inratio: 1.7, lab: 12.0, md meter: 8.0. Md reading was a few hours after the lab and inratio results. The 8.0 is the highest result the md meter will give. Dr held coumadin dose.

Manufacturer narrative:
Investigation pending.